Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual examination of the unit noted that the tubing had burst. The cause of this condition could not be determined.

Event description:
It was reported that a clearlink catheter extension set burst open. During a contrast injection, the tubing of the set was observed to ?burst open, spilling the contrast solution onto the patient. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted. A batch review cannot be performed since there was no lot number provided.